Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: the second time was around july 2nd. He was receiving chemo and the same thing happened. The chemo leaked from the place where the filter tubing and primary tubing are connected. This time the patient was exposed. It was a pretty toxic chemo so heather eisenbarth had him wash his hands with chg for the rest of the day.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: it was reported that there was a leakage. One photo was taken by the customer. The photo does not confirm the failure. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.